Manufacturer narrative:
G4: 16oct2020. B4: 20oct2020. Field service engineer confirmed the reported issue and replaced the touchscreen, the device was tested per the service manual and returned to service. The device failure of he touchscreen identifies did not meet specification. The root cause was determined that indium tin oxide (ito) coater motor for the touchscreen assembly was not properly functioning at supplier¿s supplier, allowing air in the airlock contaminating the sputtering chamber, which impacts the ito coating, causing hi-resistivity and ito instability over time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 17 jul 2020.

Event description:
The customer reported a ventilator with a touchscreen failure. There was no patient involvement or harm.